Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Programmed boluses delivered completely and were properly recorded. No bolus stop, number ramping or time/clock anomaly observed during testing. Cracks to the case, battery tube threads, reservoir tube lip, reservoir tube and damages to the lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's buttons are stuck. Customer tried to deliver a bolus. The blood glucose reading is 123 mg/dl. The time clock does not advance. Customer cannot clear the bolus. The insulin pump will be replaced. Nothing further reported.